Event description:
It was reported that the unspecified bd pen needle was not functioning. The patient was not receiving their proper insulin dosage causing hyperglycemia and as a result, was administered to a hospital "on several occasions." During consultation with the patient's healthcare professional team, it became evident that the patient was not using their device correctly, and had therefore not been receiving their medication. There has been no mention of additional harm beyond the hyperglycemia or medical intervention being administered. The following information was provided by the initial reporter: patient presented to the ed with persistent hyperglycemia. Has been seen in the ed on several occasions since being discharged from the hospital, was newly diagnosed with t2dm at that time. Patient is currently on lantus 25 units sq qhs and humalog sq sliding scale regimen. Lantus has been increased several times over the pat couple of weeks due to hyperglycemia. Patient presented to ed with home humalog (B)(6) and bd pen needles. Asked patient to demonstrate technique for injection. Upon demonstration, it became clear that patient was not actually administering any insulin. Patient knew how to dial her dose and the appropriate technique for administration. She knew how to attach pen needle to insulin pen. There are two caps present on these b-d pen needles (clear plastic cap and inner green or purple cap). She was removing the outer clear cap, but was not removing the inner colored cap. She stated that the insulin "had been bubbling up" and "it leaked over my skin." Confirmed with patient that she has likely not received any insulin at home since discharge from the hospital in late 2020.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch #: mw5105141. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate (not removing inner shield) due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle was not functioning. The patient was not receiving their proper insulin dosage causing hyperglycemia and as a result, was administered to a hospital "on several occasions." During consultation with the patient's healthcare professional team, it became evident that the patient was not using their device correctly, and had therefore not been receiving their medication. There has been no mention of additional harm beyond the hyperglycemia or medical intervention being administered. The following information was provided by the initial reporter: patient presented to the ed with persistent hyperglycemia. Has been seen in the ed on several occasions since being discharged from the hospital. Was newly diagnosed with t2dm at that time. Patient is currently on lantus 25 units sq qhs and humalog sq sliding scale regimen. Lantus has been increased several times over the pat couple of weeks due to hyperglycemia. Patient presented to ed with home humalog kwikpen and bd pen needles. Asked patient to demonstrate technique for injection. Upon demonstration, it became clear that patient was not actually administering any insulin. Patient knew how to dial her dose and the appropriate technique for administration. She knew how to attach pen needle to insulin pen. There are two caps present on these b-d pen needles (clear plastic cap and inner green or purple cap). She was removing the outer clear cap, but was not removing the inner colored cap. She stated that the insulin "had been bubbling up" and "it leaked over my skin." Confirmed with patient that she has likely not received any insulin at home since discharge from the hospital in late 2020.